Event description:
The braun introcan safety IV needle that we primarily use for IV starts has been malfunctioning. The safety clip which extends and secures to the top of the used needle is sliding down the needle after use or popping off the side of the needle, leaving the tip exposed for needlesticks. Within the past 6 weeks, the braun introcan safety IV needle has caused 4 documented needlesticks due to product failure. Upon further investigation, we noted that the clip has two safety barriers in a z shape. Eight of the nine needles we tested bypassed the first safety barrier, and barely caught on the 2nd one, which was also extremely easy to bypass. The website clearly depicts the normal functioning of the needle, in which the used needle is nested safely under both barriers. We tested different sizes, lot numbers, and gauges, and the issue was present with all needles. This is a significant risk to our care providers, and could also cause harm to our pts if the blood exposure goes from worker to pt. Hiv, hepatitis c, and hepatitis b are among the top concerns for this issue. Picture documentation of failed devices is available. I have conducted my own investigation on whether or not the exposures were caused by user error, and it was not. The safety devices were activated appropriately and were secured, but when slid back down the needle, thus causing a contaminated needlestick. The braun introcan safety IV needle has always caused needlesticks approximately one per month but the primary reason until recently has been user error. I also discovered that the majority of the nurses whom I spoke with report an experience where the safety clip has either slid down the needle or popped off the side, but they noticed before a needlestick was obtained. Four contaminated needlesticks in 6 weeks related to product failure is a significant problem. The dates of the needlesticks are (B)(6) 2013. These events happened in different areas of the hosp. Dates of use: (B)(6) 2013.